Event description:
The baxter field service engineer found that the device failed accuracy testing while servicing this device on site at the customer location. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The condition of accuracy failure was confirmed on site at the customer location by a field service engineer. The pump head module was replaced. Service of the device was conducted on-site.